Manufacturer narrative:
Corrected information provided in d.10. Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned positioned incorrectly in the lens case. Viscoelastic was observed on both sides of the optic. The lens was pressed into the well area and against two posts. The optic was cracked on the edge against one post. One haptic was bent-gusset area against the well area surface due to how the lens was returned. The other haptic was also bent-gusset area. The lens was cleaned with klrp. Three narrow short, angled scratches we observed on the posterior surface. These scratches were similar in appearance to damage caused by an instrument used to grasp the lens (forceps). A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The reported haptic damage was observed. All lenses are 100 percent inspected for cosmetic attributes and the observed bent haptic would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Other damage was observed, which was caused by the incorrect placement of the lens in the case for return. The root cause for the loading issue and lens would not advance could not be verified as the lens was returned in the lens case, without the associated product (cartridge and handpiece). The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the haptic was bent and the lens would not advance and stuck in the cartridge. The surgery was completed on the same day. Additional information was received stating that the lens was inserted and removed from the patient's eye and there was no patient harm.